Event description:
Customer reported when the primary and secondary tubing are attached and the roller clamp is opened on the secondary, the secondary medication flows back into the primary bag. Verified the secondary is hanging higher than the primary. Several medications were administered through the tubing before the back flow was identified. No pt harm or medical intervention reported.

Manufacturer narrative:
(B)(4). Customer's report of secondary flows back into primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed because the customer did not provide the model or lot number of the set.